Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced seven infusion set cannula bent events on 05-apr-2024. The event occurred (B)(4) or more hours after insertion. Infusion set was in use for 2 days. The insertion site was at abdomen. The blood glucose level was unknown. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01244 - device 5 of 7.